Event description:
Procedure type: exploratory lap. According to the reporter: trocar cut the ileac artery or vein. Surgery was performed to stop the bleeding. It was unk what was done to correct the surgery but we do know that the surgery was performed to stop the bleeding by another surgeon. Dr. (B)(6). Delay in operating room time, yes but not sure how long of a delay. No component fell in cavity or left in cavity. Surgeon comments: condition or tissue normal. Pt status: good.

Manufacturer narrative:
(B)(4).